Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient had their ins replaced on (B)(6) 2019. Patient weight was asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain, chronic low back pain, and sciatic nerve injury. The rep reported that the patient¿s implantable neurostimulator (ins) reached its 3rd overdischarge. They stated that it has probably been a couple of months since the patient noticed that they could not communicate with the ins. The patient was to follow-up with their healthcare provider regarding device replacement. No further complications or patient symptoms were reported or anticipated.